Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: which firing did this occur on? 3rd. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Asku. Did the procedure drive the need to apply torque or twisting of the device? Asku. What vessel was the device fired on? Asku please specify the size of the vessel? Were any unexpected noises heard? No if so, when? Was the device fired after this incident in or out of the patient? In. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. The device was empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, the device only had three clips in the device that fired and then the yellow indicator came up in the window and it was out of clips. They completed the procedure with a new like device. There was no patient consequence reported.